Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented for a routine follow-up. Review of the stored electrograms indicated the presence of pseudo-pseudofusion. Abbott technical support discussed that the sensor was driving the atrial pacing rate at the time. Programming changes were made. The patient was stable.